Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device did not identify any abnormalities that could have contributed to the reported condition but did identify an unrelated issue. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. An integrity of seal surface test was performed with no leaks noted. The inside diameter of patient connector was measured and found to be within specifications. The reported condition was not verified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set was not connecting well to the titanium adapter when the transfer set was changed. The patient connector would not stop or get fixed to the titanium adapter. There were no issues with the titanium adapter and it was still in use with no problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.